Manufacturer narrative:
This product is registered as a combination product. Further information was requested, but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-08471. It was reported that the system exhibited noise, which was being sensed and recorded. The lead was capped and the device was explanted; both were replaced on (B)(6) 2020. Patient condition could not be obtained.